Event description:
Event description guidant received information that this pacemaker, which was implanted in august of 2003 and was within the bounded population affected by both failure mode communications issued on this model device on september 22, 2005, had reached elective replacement time (ert) after being implanted just over two years. The device was expected to be explanted and replaced.